Event description:
The hosp reported 2 events of the phaco needle breaking. One needle was used in excess of 20 times and the 2nd needle was used about 3 times. Both needles broke during use. One needle came out of the sleeve and was removed from the eye with forceps. There was no harm to the pts.

Manufacturer narrative:
The returned needles were microscopically examined and measurements of the wall thickness of the shafts were taken. The result of the examination confimed evidence of heavy use and ultrasonic pitting on the hub of one of the needles. The other needle showed minimal use. The dinmensional ayalysis of the wll at the break location indicated that this dinension did not meet the specification and was found to be undersize for both needles.